Event description:
Related manufacturer reference number:1627487-2024-07045; related manufacturer reference number:3006705815-2024-01351. It was reported the patient was experiencing ineffective therapy as both the leads had twisted and ipg had migrated. As such, the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.